Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump button was not pressed for 3 minutes or longer and it as exposed to a change in altitude. Customer was advised to remove and reinstall the battery cap without removing the battery. Customer reported that they were able to clear the alarm. The customer¿s parent was advised to have the customer monitor the insulin pump and call back if issue persists. The insulin pump is not expected to return for analysis.